Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: that the PICC clotted off or if the PICC clotted off because of the malfunction.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced air in line. The following information was provided by the initial reporter: that the PICC clotted off or if the PICC clotted off because of the malfunction.

Manufacturer narrative:
The following fields were updated as possible lot numbers: d4: medical device lot #: 22035615. D4: medical device expiration date: 09mar2025. H4: device manufacture date: 09mar2022. D4: medical device lot #: 22035617. D4: medical device expiration date: 14mar2025. H4: device manufacture date: 14mar2022. The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced air in line. The following information was provided by the initial reporter: that the PICC clotted off or if the PICC clotted off because of the malfunction. D1: medical device brand name: bd alaris¿ pump module smartsite¿ infusion set d4: catalog # 2420-0007. D4: UDI #: (B)(4). G.5. PMA / 510(k)#: (01)37613203021020. H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with an alaris pump at 125 ml / hr for 1 hr. No air in line or occlusion was observed. The customer complaint that the PICC clotted off could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed on the possible lots: a device history record review for model 2420-0007 lot number 22035615 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035617 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.